Event description:
Boston scientific received information that during the implant procedure a bovee was used for a bleed near the cardiac resynchronization therapy defibrillator (crt-d). One fault code presented. Telemetry was never lost. The crt-d was checked post the procedure and was working normally. No adverse patient effects were reported. Technical services discussed device behavior.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.